Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic with episodes of non-sustained rv oversensing. Review of the egm revealed oversensing on the v sense channel. No other anomalies were observed. Isometrics and pocket manipulation were discussed. No further information is available at this moment.